Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the up and down arrow keys on the customer's insulin pump were stuck. The caller was unsure if the pump was dropped or bumped recently. No further details were given. The insulin pump is out of warranty and has not been returned or replaced.